Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain and erosion of her internal bodily tissue postoperatively. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient concomitantly underwent the sling procedure, a hysterectomy and surgery to treat pelvic organ prolapse on (B)(6) 2004. The mesh was removed on (B)(6) 2005 due to erosion, pain in pelvic area and leg pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to menorrhagia, fibroids and stress urinary incontinence. The patient experienced chronic abdominal pain, urinary problems, organ perforation and neuromuscular problems. It was reported that the patient underwent open cystotomy mesh removal on (B)(6) 2010 and right femoral hernia repair concurrently. (B)(4).